Manufacturer narrative:
The device was received fully deployed with the slide insert in its expected position. The device was received in pod state 15 and delivered 231 total pulses. The needle mechanism was manually reset and redeployed as intended. No damages or defects were observed that would contribute to the reported retraction of the cannula.

Event description:
It was reported that the patient awoke with elevated blood glucose levels of 300 mg/dl, which later decreased to 273 mg/dl. The patient noted that the pod had 20 units of insulin remaining the night before and reported having 2.2 units of insulin on board at the time of reporting. The patient believed the cannula had been properly inserted upon application but observed that the pink slide was no longer visible in the viewing port, indicating a needle mechanism failure. The period of pod wear was not specified, and no insulin leakage was reported. The patient continued using the pod at the time of reporting; therefore, the cannula status upon pod removal could not be verified.

Manufacturer narrative:
The device has been returned, but an investigation has not yet been completed. Once an investigation is complete, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.1. Hardware: iphone17.1. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.